Event description:
The customer contacted stryker to report that their device was not responding to button presses. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's interface pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluated the removed interface pcba and a shorted keypad column receiver (u5) was determined to be the cause of the reported issue.